Event description:
Maude report ((B)(4)) submitted by an attorney states that a patient is experiencing persistent pain and popping in both hips, which was worse on the right side, resulting in revision in 2008 (it is unclear if both hips or only the right one was revised). In 2011, he dislocated his right hip, requiring a closed reduction. Metallosis and high levels of chromium and cobalt were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history record for product 136553000, lot 2047532 revealed no related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.